Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported admittance into intensive care unit (ICU) and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and admitted into the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached above 600 mg/dl while wearing the pod longer than 48 hours. The pod did not connect with the sensor and even though the patient was bolusing for carbs counted, the patient ended up in dka. Symptoms reported include vomiting, chills, fatigue, lethargy, decrease cognitive functioning and difficulty speaking. The patient was treated with intravenous insulin and unspecified route of administration of unspecified fluids, potassium and magnesium. The pod was removed at the hospital and discarded. The patient was discharged the following day, (B)(6) 2025.